Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted. On 07/01/2024, the tandem pump cgm display device was reading 101 mg/dl and the patient passed out for 45 minutes. The blood glucose was not checked. The parent called 911 and the bg by emergency medical services was 41 mg/dl and the reading at that time was not documented. The patient was treated with IV sugar water and transported to the emergency department. The bg by hospital staff was 54 mg/dl and the cgm reading at that time was not documented. There was no documentation of further medical evaluation or intervention for ongoing hypoglycemia. The patient was discharged after 9.5 hours and was feeling fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.